Manufacturer narrative:
(B)(6).the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device trigger was blocked, jammed and was not working smoothly. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during pre-surgery setup, it was observed that battery devices were defective and could not be charged due to the two small battery drive devices. During in-house engineering evaluation, it was observed that the trigger was blocked, jammed and not working smoothly on the device. There were no delays to the planned surgical procedure. A spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.